Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the nurse on 2/07/2011. According to the nurse the patient has since passed away due to issues unrelated to peritoneal dialysis (pd). Product surveillance notified the nurse of the increased intra-peritoneal volume (iipv) event that was identified during evaluation. The nurse confirmed the patient's death was unrelated to pd therapy. No patient injury or medical intervention was associated with this event. No further information is available.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3309ml. The fill volume was 2000ml. This meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain- one or more cycles advanced to next fill when slow/ no flow occurred above the minimum drain volume threshold. A service history review revealed that no related previous issues were identified that may have contributed to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.